Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead was returned and analyzed. Blood/body fluid in/on distal conductor(not obstructed). Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during guidewire manipulation at implant attempt, there was a possible malfunction of the guidewire and lead. The guidewire tip didn't respond to torque, and it was "adherent to the lead." Another lead and guidewire were used. No patient complications have been reported as a result of this event, and the patient outcome was reported to be ok.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during guidewire manipulation at implant attempt, there was a possible malfunction of the guidewire and lead. The guidewire tip didn't respond to torque, and it was "adherent to the lead." Another lead and guidewire were used. No patient complications were reported as a result of this event, and the patient outcome was reported to be ok.